Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician experienced difficulties crossing the lesion and noticed the catheter tip of the taxus express2 3.0 x 32 mm drug eluting stent was damaged. He was unsuccessful in crossing the lesion in an unk vessel. The physican pre dilated the lesion with a balloon and was then successful in crossing the lesion with another 3.0 x 32 mm taxus express2 dru eluting stent. The pt's condition was reported as satisfactory/good.